Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Patient information is limited due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: "transient under-sensing of the ventricular lead during abdominal ultrasound as cause of ventricular fibrillation." Pacing clinical electrophysiology. 2018; 41: 1034-1035. Doi: 10.1111/pace.13362. If information is provided in the future, a supplemental report will be issued.

Event description:
A journal article was reviewed that contained information regarding a case study related to a right ventricular (rv) lead. It was reported that a patient presented with epigastric pain. An abdominal ultrasound on the epigastric area was performed with deep inspiration which is when the patient experienced an episode of sudden cardiac arrest due to ventricular fibrillation (vf). The electrograms were examined and it was observed that there were three episodes just prior to the onset of vf indicating a normal qrs was undersensed and paced which lead to pacemaker-induced arrythmia. It was hypothesized that intermittent loss of sensing could have been caused by a temporary micro-dislodgement of the rv lead during the deep inspiration abdominal ultrasound. The lead was subsequently explanted. No further patient complications have been reported as a result of this event.